Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached was alarming that the "cassette was damaged" and the end user felt this could cause a free flow event. No adverse patient effects were reported. No additional information is available

Manufacturer narrative:
Additional contact information: (B)(6).

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached was alarming that the "cassette was damaged" and the end user felt this could cause a free flow event. No adverse patient effects were reported. No additional information is available